Manufacturer narrative:
(B)(4).

Event description:
Customer reported that a leak in the balloon was discovered during patient use. The customer reported that replacement of the tube was required however; no additional harm to the patient was reported.